Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced to dilate the lesion. However, upon advancing the device, the shaft of the device broke before it reached the coronary artery. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of and emerge balloon catheter device. The balloon was tightly folded. The tip, inner shaft, outer shaft and hypotube were microscopically and tactile inspected. Inspection revealed a separation in the hypotube, 69.5 cm from the strain relief and a kink in the outer shaft 26 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon advancing the device, the shaft of the device broke before it reached the coronary artery. No patient complications were reported.